Event description:
An issue was reported where the insulin gauge displayed a different amount than expected, with a current fill estimate of (B)(4) units instead of the (B)(4) units anticipated by the customer. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on the importance of removing air from the cartridge before filling, which the customer acknowledged. The customer expressed the intent to load a new cartridge but mentioned possibly needing to call back for further assistance.